Event description:
It was reported that the devices were used during a colon resection. The anvil was attached to the device and dialed down and the anvil popped off. The same anvil was used with a different device and the anvil popped off again when dialed down. The device was never fired. The anvil was removed. Another device (circular) was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.